Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was leaking from the connector and there was white power on the pump and bag. They were instructed to put the pump in a chemo spill bag. The pump was powered off, clamp tubing, and they were educated on chemo spill protocol. The medication used was 5fu. The leak for this time and the previous leak occurred at the same place where the extension set and swivel piece were connected. Both leaks have been shared with them. There was patient involvement and no harm/adverse event reported.